Manufacturer narrative:
The complete initial reporter facility name is the newcastle upon tyne hospitals nhs foundation trust. The initial reporter phone number that was provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. The device was not filled. Fill tube was replaced but this did not rectify the issue. Circulation pump was replaced. Pressure transducer was found to be faulty. Pressure transducer was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. They emptied the device to complete the 6 monthly water change, the device would then not refill and changed the filler tube, but this did not rectify the issue. The incident occurred before use. Arranged for the device to be returned to tech services for repair. This was not a duplicate complaint, the same issue occurred on two devices in the same hospital on the same date. Per follow up information received via task on 10feb2025, the serial number of the device on ward 18 is (B)(6) and the ward 38 device is (B)(6). Per sample evaluation results received via task on 22may2025, it was reported that the pressure transducer issue noted in (B)(4). Per sample evaluation results received via task on 22may2025, it was reported that there was a broken fill tube reported on device.